Event description:
Three pumps were stacked on each other. When the nurse was going to insert the tubing in the bottom pump, the two bottom pumps fell off the main top pump and hit the bed. They did not hit the patient,however the central venous pressure (cvp) line was pulled out in the process.it was later determined that the way the pumps lock together and unlock when you stack them is not intuitive to the staff. The staff forced the locking mechanisms to open essentially breaking them. The next time they were used they had the potential to fall off as this one did. Latches on over 30 pumps had to be replaced due to damage that staff caused by forcing the pumps to release.====================== manufacturer response for IV pump, bbraun infusomat space volumetric infusion pump======================unsure as of today.====================== manufacturer response for latches, service kit bbraun infusomat space volumetric infusion pump======================upon ordering the latches to fix the issue, they were backordered for several weeks.